Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons hard to push sometimes unresponsive and sticky. The customer's blood glucose value was unknown. Customer stated that insulin pump had reject new battery and crack on the screen. Customer stated reservoir plastic chip off from the reservoir. Customer stated insulin pump had random no delivery alert and insulin squirt out. Customer stated scratches on screen and rainbow effect. The insulin pump will not be returned for analysis.